Manufacturer narrative:
On november 08, 2023, mentor completed a visual inspection of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant had a crease/fold on the posterior view. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 41-year-old caucasian female patient underwent a breast augmentation surgery with a 500cc mentor memorygel breast implant. Post-operatively, mammogram and magnetic resonance imaging identified a possible rupture of the patient¿s right prosthesis. The patient also reported the desire to remove and replace her left prosthesis. As a result, the patient underwent bilateral removal and replacement with 500cc mentor memorygel breast implants on (B)(6) 2023. This report is for the left implant. Refer to manufacturing report number 1645337-2023-10181 for the contralateral event.

Manufacturer narrative:
Mentor received the device for evaluation. The analysis has begun but is not complete at this time.  When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. H6 health effect - clinical code e2402: patient dissatisfaction with procedure outcome. Reason for device explant and/or reoperation: patient dissatisfaction with procedure outcome. Manufacturer¿s reference number: (B)(4).